Event description:
The lay user/patient called lifescan (lfs) in 2005 and alleged that she poked her finger on a lancet, which was in her newly opened test strip vial, when attempting to take out a test strip. The medical affairs specialist spoke with the pt on same day and obtained/verified the following information. This was one vial of test strips out of a box of 4 vials and the problem occurred with the one vial. The pt threw the lancet away afterwards. She then squeezed her finger to "expel the blood" and washed with soap and water and then alcohol. She contacted the infectious disease department in the healthcare facility where she worked for advice, and then went to the hospital where she received a tetanus shot and blood work was drawn to test for any infectious diseases. The patient has not received any test results. The pt stated that there was no visible blood on the packaging. She reported that the tamper proof seals were on all of the boxes including the one that contained the lancet. Replacement test strips are being sent to the pt.